Event description:
I had a right total knee replacement in (B)(6) of 1999 and since that time I have had 2 surgeries between 1999 and 2002. The (B)(6) wants to revise my knee but told me if I can stand the pain to hold off for as long as I can. I am going to have it revised later this year. I don't think I have been without pain since day 1 of the surgery. First surgery in 2001 for a staph infection. They went in and cleaned it out. Second surgery in 2002, the patella popped out and they repaired it, however, it remains swollen.

Event description:
Add'l info received on 07/29/2015 from pt for report no: mw5044595.